Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
Document review: from the info received, there are no evidences that the event is device related but it is likely due to a wrong choice of the size of the stem during the primary surgery.